Manufacturer narrative:
Results of investigation: the device was returned for evaluation. A visual inspection of the returned drill pin confirms the device fractured into two pieces. Both pieces were returned for evaluation. The device exhibits signs of significant wear/ usage. A medical investigation was conducted and confirms based on the information provided, the root cause of the reported event was human error/variance in surgical technique. Per the revision op-note, the foreign body (fb=drill bit fragment) was easily identified via fluoroscopy and complete removal of the fb was confirmed via x-ray. The assessed patient impact was the retained drill bit fragment, additional imaging/exposure, and the revision (fb removal) procedure. Further patient impact could not be determined. No further medical assessment is warranted at this time. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. The manufacturing process of the device did not contribute to the reported event. Possible probable cause could include but not limited the user error/variance in surgical technique. This is a single-use device and should be discarded after use. Also, the angle and pressure of application could cause the material fracture. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka performed on (B)(6) 2021 a fragment from a quick connect drill pin 1/8 x 5 was discovered in the ventro-medial tibial region, after a postoperative radiography was performed. A revision surgery took place on (B)(6) 2021 to remove the complete fragment. The patient was not injured beyond the described event. No other complications were reported.